Event description:
It was reported that a system failure alarm post error (acu watchdog failure) was displayed. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. Both tamper seals were intact. The investigation found the top case and left plunger case cracked. The pump event history showed a acu watchdog failure in error history log (ehl). During the evaluation, the cause of the reported issue was unable to duplicate the acu watchdog failure during power up process. The root cause of the reported issue was unable to be determined as no physical or any other damaged was found on main board. The technician replaced the main board for preventive measures. Performed power up process and all functional tests which passed.